Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# va15bn1, implanted: (B)(6) 2016, product type :lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient suffered a fall about 10 days ago and as a result she believes the wires of the stimulator are broken. She fell on her right side where the ins is implanted on her buttock on her left side across from it developed about 6 dark bruises after the first 3 or 4 days. Patient felt like she was being shocked out of her wits until she turned the device off. Patient also had an hour and a half of total incontinence before she turned it off and couldn't get from her bed to the bathroom without being incontinent. Patient went to the ER and they initially thought her pain was from having a great deal of constipation. Patient has had CT scan and 2 sets of x-rays at the ER to rule out internal bleeding. Patient mentioned she is still feeling some stimulation sensation and with the antenna over the ins can feel a pulsating sensation that she did not feel when it wasn't there. Ps reviewed pp use to confirm pt is seeing the stim off icon. Patient mentioned that the soonest their health care professional could get her in is the (B)(6). MRI guidelines were reviewed per patient inquiry.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va15bn1 serial# implanted: (B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient was seen in the office and her impedances were good on all combinations except 0 and 2 and 0 and 3 which were > 4000. When asked about the shocking sensation, the rep stated that the patient's device was turned back on and programmed around using the 2 combinations mentioned above. The rep said that at no point when her device was turned back on did she feel shocking or anything uncomfortable but felt all stimulation vaginally. She was sent home on a program her hcp felt was best. The rep had no further information. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va15bn1 serial# implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient fell out of the shower after losing their balance while shaving their legs on may 2, but it was not until (B)(6) that they felt ¿just currents and currents of electric power¿ in their pelvis. It was stated that the electrical pain they felt in their pelvis was terrible. The patient thought that it must be the device, so they turned it off and within 10-15 minutes that pain went away. They saw their healthcare provider on the 14th, but they could not determine if the wire was broken at that time. It was noted that it¿s now 9 days later, but they still do not know the condition of the wire,the device remains off, and there has been no action taken yet to resolve it. However, it was noted that the patient does need to have this resolved as they may need to have an MRI to determine the extent of their injuries [from the fall]. No further patient complications were reported.

Event description:
Additional information was received from a consumer. The patient again reported the fall, that they had fallen out of the shower. The patient had gone to the urologist who installed the device and had a pelvic x-ray (previously reported) to determine if the wire was not broken, but on further follow up 2 of the programs were damaged (also previously reported). The patient indicated that the device was working well. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.